Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual examination revealed that the valve holder was received loosely attached to the valve. One of the stent posts was detached from the holder. The valve holder appeared intact, with no evidence of damage. A model 7639 valve handle was rotated clockwise into the threaded opening of the holder; no anomalies were noted. The valve holder was removed from the valve for further observations.the rotor was removed from the holder for further observation. The sutures around the rotor were curled, suggestive of a suture wound during the cinching of the valve. One suture tip appears to be cut. Two suture tips appear to be broken. Necking or reduction in diameter is noted adjacent to the break. The broken surface of these suture tips is consistent with historical events that indicate the valve holder was over-ratcheted. D9: updated h3: device evaluated? Updated h6: updated the codes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual examination revealed that the valve holder was received loosely attached to the valve. One of the stent posts was detached from the holder. The valve holder appeared intact, with no evidence of damage. A model 7639 valve handle was rotated clockwise into the threaded opening of the holder; no anomalies were noted. The valve holder was removed from the valve for further observations. The rotor was removed from the holder for further observation. The sutures around the rotor were curled, suggestive of a suture wound during the cinching of the valve. All three suture tips appear to be broken. Necking or reduction in diameter is noted adjacent to the break. The broken surface of these suture tips is consistent with historical events that indicate the valve holder was over-ratcheted. Per the hancock ii IFU, it cautions ¿the suture used to deflect the stent posts may break if the handle is over tightened.¿ the event happened prior to implant and no other adverse effects were reported. The valve was not implanted. Ratchet/deflection suture breaks during use is a known failure mode and is addressed in the current risk management file. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that upon opening this 29 mm mitral bioprosthetic valve, it was reported that the valve was unable to be used due to the cinch mechanism being broken. It was further noted that the valve was not used in a patient. No patient involvement was reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.